Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that the touch screen turned on and navigated to screens without interaction. Customer's blood glucose level was 141mg/dl. Reportedly the customer continued to use the pump for insulin therapy. Although requested, the customer did not upload the pump data logs for investigation.